Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and has problems with the sensor needle. Caller stated that the sensor needle caused and infection which he had to be hospitalized and required a surgery to removed the infected skin. Caller also stated that the customer had elevated high blood glucose due to the infection. Nothing further was reported.